Event description:
It was reported that a minimum fill notification occurred while caller attempted to load new insulin cartridge into pump. There was no adverse impact to the customer's blood glucose level. Caller confirmed sufficient insulin in cartridge, removed pump from case, cleaned pneumatic tap area with alcohol wipe or lint-free cloth, reloaded same cartridge, and successfully resumed insulin delivery, and no additional issues were reported.